Event description:
Patient in picu with altered mental status, r/o encephalitis, r/o meningitis, and r/o infection while nurse was giving care. Arterial line tubing noted to be broken with blood backing up and onto bed. The staff noted the location of the defect was at the "seam." 2nd report of this kind. There were other occurrences of tubing failure, however, the tubing was not saved. We decided with the company representatives to remove the lot number reported, because each faulty pressure line was from that lot.